Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, restricted leaflets, and chord-rich subvalvular anatomy. A triclip steerable guide catheter (tsgc) and a triclip xtw (50317r1030) were prepared per the instructions for use (IFU) and inserted, and the clip was advanced under the valve. However, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be freed from chordae and was successfully deployed on both leaflets. However, a chordae rupture was observed. To further reduce tr and treat the flail, second clip, a triclip xtw (50317r2004), was prepared per the IFU, inserted, and advanced under the valve. However, the second clip became caught in chordae. Troubleshooting was performed to remove the clip from chordae, but the clip was unable to be removed. Therefore, the clip was implanted where it was stuck, attached securely to both leaflets. The residual tr and flail were treated. A third clip was then inserted and successfully deployed on the tricuspid valve, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught on anatomy) resulting in unspecified tissue injury appears to be related to patient conditions and due to a chord-rich subvalvular anatomy. Tissue damage is listed in the instructions for use as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, restricted leaflets, and chord-rich subvalvular anatomy. A triclip steerable guide catheter (tsgc) and a triclip xtw (50317r1030) were prepared per the instructions for use (IFU) and inserted, and the clip was advanced under the valve. However, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be freed from chordae and was successfully deployed on both leaflets. However, a chordae rupture was observed. To further reduce tr and treat the flail, second clip, a triclip xtw (50317r2004), was prepared per the IFU, inserted, and advanced under the valve. However, the second clip became caught in chordae. Troubleshooting was performed to remove the clip from chordae, but the clip was unable to be removed. Therefore, the clip was implanted where it was stuck, attached securely to both leaflets. The residual tr and flail were treated. A third clip was then inserted and successfully deployed on the tricuspid valve, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure.